Manufacturer narrative:
Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported mean airway pressure limit knob is not working during use on a patient on the 3100 a ventilator. The customer reported there was no patient harm. At this time, there is no information regarding intervention done to the patient